Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a blank display. Customer also reported issues with a21 alarm. Troubleshooting occurred to try and fix the issues. Customer was able to clear the a21 alarm but not the blank display. Blood glucose level at the time of incident is 118mg/dl. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart, rewind test and displacement test or verify unexpected restart alarm due to blank display.